Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited post-sensed t-wave oversensing. No changes or interventions were performed. The patient condition was not known.